Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the lv lead exhibited high, undefined pacing impedances. The lead was implanted. After the implant procedure, the each of the lv lead vectors were manually programmed and the impedance issue was resolved. No patient complications have been reported as a result of this event.